Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration, unstable anterior chamber and a posterior capsule rupture during a right eye cataract surgery. Upon follow up it was informed that vacuum did not build up during quad removal mode. The procedure was stopped and the patient was transferred to a hospital for additional care. The product sample was discarded. Additional information was requested.

Manufacturer narrative:
A product sample was not returned for evaluation; therefore, visual inspection and functional testing could not be conducted. The file will be processed for closure and opened at a later date if a sample is returned. Though the definitive root cause of this customer's complaint cannot be determined as a sample was not returned for investigation. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).